Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a percutaneous coronary interventional procedure with a 7f sheath. Reportedly, when the footplate lever was deployed and the feet pulled up to the vessel wall, the device began to come out of the anatomy. Another prostyle was used to achieve hemostasis. After removal, it was noted the footplate area did not look correct and had not caught the vessel wall. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The irregular appearance was confirmed. The unintended system motion is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. It is possible the device was sub optimal (malposition) contributing to the device coming out instead of catching the vessel wall. This also likely contributing to the posterior cuff coming out of the foot pocket. Though not reported, it is likely the foot was closed when the device started coming out where the foot surfed out of the guide due to the anterior cuff interfering with the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction - medical device problem code updated from 2983 to 1430.